Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a dissection of the aortic neck and was implanted with gore® excluder® aaa endoprosthesis. The patient tolerated the procedure with a suspected proximal type I endoleak present at the conclusion of the procedure. On an unknown follow-up date, aortic neck dilation and aneurysm enlargement (amount unknown) was reported. On (B)(6) 2020, the patient underwent reintervention and an endurant stent graft was implanted proximally just below the right renal artery and intentionally covering the left renal artery. An aortic extender component was then implanted to reline the overlap zone of the endurant stent graft and the gore trunk component. The patient tolerated the procedure. The physician suggests the dilation of the aortic neck may have contributed to the proximal type I endoleak and a suspected type ii endoleak or type I endoleak contributed to the aneurysm enlargement. Intraprocedure angiography did not depict any obvious endoleak.